Event description:
It was reported to philips healthcare that the heartstart mrx was stuck at the startup screen and beeped, regardless of the battery indicatory showing a full charge. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.